Manufacturer narrative:
Further information was received that stated the patient was revised because of cup loosening. This medwatch was for a femoral head, at this point, this is a non-contributing product to the event. This medwatch is closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
The patient is scheduled for an asr revision (B)(6) 2011. Specific details regarding the report are unknown.